Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was unable to advance to the desired location. Several attempts were made using different stylets but were unsuccessful. Significant pressure and torquing of the rv lead was noted to be applied during attempts to advance the lead. The rv lead was removed for different approach. Upon withdrawal of the rv lead it was noted that tip was slightly extended. Multiple attempts were made to extend and retract the rv lead tip but no movement was seen. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted the lead has been stretched so the inner tubing distorted and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.